Manufacturer narrative:
The returned device was evaluated and found to be broken as indicated in the complaint. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that proultra surgical tip broke. No injury occurred.

Manufacturer narrative:
In this event it was reported that a proultra tip broke during use; no injury resulted. While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additionally, customer was also advised on setting parameters of the tip and replacement tip was sent.